Event description:
Event description guidant received information that implantable transvenous defibrillation lead was repositioned due to high pacing thresholds and possible micro-dislodgement. During the lead revision, the distal terminal pin of this implantable cardioverter defibrillator (ICD) was not able to be reinserted into the device because the setscrew was protruding into the barrel. The physician attempted to use the torque wrench to loosen the setscrew, but was unable. Another guidant ICD was subsequently implanted. The lead remains implanted and in-service.